Manufacturer narrative:
Additional information: h6, h11. H11: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was set to run 1128ml over a 24 hour period however, there was too much drug left in the bag. The user kept adding to the infusion because the pump was not infusing as it was displaying during therapy at the oncology department. The infusion was set up with baxter non-dehp solution set. One at the bag, one at the secondary bag site and one at the patient needle site. There was a secondary bag attached but was only used as a primer, but that secondary saline bag was empty and clamped off. There was no known patient injury or medical intervention associated with this event. No additional information is available.